Event description:
It was reported that an asymptomatic patient was presented via a remote transmission. The pulse generator exhibited far field r-wave oversensing, which led to auto mode switch episodes. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).